Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 initial reporter facility name/ reporter city: (B)(6).

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery.